Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no activity outside of normal use. During testing, the pump failed a radio frequency test and emitted a cs 215 warning upon the first attempt to pair with a test transmitter. The pump case was removed, and an intermittent condition was found on the cgm module due to a cold solder joint at a pin. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (dex 90 cgm data failure alert) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.